Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient's programming history, it was observed that a system test was done on (B)(6) 2005 and patient left the office with device programmed at 0 ma, 30 hz, 500 pulse width, 30 seconds on and 60 minutes off. The physician did not perform a final interrogation after the system test which caused the patient to leave the office with unintended settings. The device settings were changed at the next office visit when the physician interrogated the device and noticed the settings were not as intended. This is a known event and it is expected that a system test can cause the device to unintentionally change the patient's settings therefore, it is important to perform a final interrogation in order to make sure that the patient leaves the office at intended settings.